Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and device was not on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer replaced the cubie tray (row e) for auxiliary half height drawer 5.1 and supplied the customer with an ethernet cable per request. A final test was initiated using the hardware test application and passed with no hardware errors. During inspection, two sparks were observed coming from the auxiliary interface cable connecting the main medstation to the auxiliary tower, and the cable was replaced. The fse realigned the ball bearing cage and installed two new slide bumpers (one each) for main half height drawer 4.1 and auxiliary matrix drawer 6. The system functioned as intended after field service engineer repaired the device.